Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned (2) loose 3/10cc, 6mm syringes. Customer states that the stopper separated from the plunger, stayed stuck inside the barrel and that the plunger is difficult to pull back.. The returned syringes were examined and the stoppers did not separate from the plunger rods. Both returned syringes were examined and both exhibited a deformed stopper in the barrel, which could result in the plunger being difficult to move. Unable to perform DHR check for stopper separates due to unknown lot number. Root cause for this defect cannot be determined. H3 other text : see h.10.

Event description:
It was reported that the syringe 0.3ml 31ga 6mm wholeunit 10bag experienced stopper deformation and difficulty moving the plunger rod. The following information was provided by the initial reporter: consumer stated, when trying to draw insulin, stopper separated from plunger and stayed stuck inside barrel. Stated, at times, it is difficult to pull plunger back. Lot: unknown. Catalog: 324909. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 0.3ml 31ga 6mm wholeunit 10bag experienced stopper deformation and difficulty moving the plunger rod. The following information was provided by the initial reporter: consumer stated, when trying to draw insulin, stopper separated from plunger and stayed stuck inside barrel. Stated, at times, it is difficult to pull plunger back. Lot: unknown, catalog: 324909, date of event: unknown.